Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had difficulties charging and poor communication. The patient reported the device is not working, it really never stayed on and unable to charge it. (B)(6) 2017 was the last time they had stimulation and successfully charged their device. The patient reported that the last charge session was more than one to three months ago. When patient connected to implantable neurostimulator recharger they got reposition antenna screen. Troubleshooting did not resolve the issue. Patient was asked to use programmer to connect with implant and patient said the programmer was dead since last year and she does not use the programmer. It was confirmed that the recharger was fully charged. Patient was redirected to health care professional (hcp) to address possible overdischarge. Patient indicated they do not have an hcp in their area. No patient symptoms or complications were reported in this event.